Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced refractive surprise and the lens was explanted. The cause of event was reported as patient-related factor, "I calculated the icl based on the subjective and topographic astigmatism. Choosing a lens that corrected 4 diop cylinder; however, the patient remains with 2,00 cylinders after surgery. The only finding is that before the surgery, an internal astigmatism of 5,00 diop was found. The internal astigmatism micht remains a refractive surprise."

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H11: manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H11: manufacture narrative: refractive surprise each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim #: (B)(4)